Event description:
While exchanging the rotablator advancer for a larger size, it was noted that the guide wire had separated proximal to the ostium. The pt went to surgery for successful removal of the guide wire.